Event description:
Customer called to report the enlite serter was malfunctioning. The serter had been snapping off the sensor and the button can't be fully pressed. Blood glucose reading was 222 mg/dl. Customer stated that the needle was stuck in the serter. The customer stated there was a little blood at the site where the sensor had been inserted. The sensor was working fine. Advised that the damaged sensors will be replaced. Customer mentioned that she was in the hospital for a procedure earlier that day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.